Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of customer reports error code 200.5040 on their 8100. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support resolution flashing unit: 1. Informed customer this is due to a firmware compatibility. 2. Recommended flashing firmware. 3. Customer does not have firmware. 4. Placed a firmware request for customer through sales. 5. Customer will call back for assistance once firmware is received. 6. Ended call. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer reported problem was confirmed.

Event description:
It was reported that the device received an error code 200.5040. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
It was reported that the device received an error code 200.5040. There was no patient involvement.